Manufacturer narrative:
Date of report: 20may2021. There was no patient involvement.

Event description:
The customer reported an alarm led failure, but the customer presenting a fault in the main alarm. The customer reported that the unit was not in use on a patient. The issue was discovered during setup for patient use. The customer contacted product support and stated that according to the service manual, this error is listed as "primary alarm failed," where the auto speaker is the first item to be replaced. The field service engineer (fse) reported that after replacing the damaged speaker with a new one, the error message disappeared, and the equipment returned to work correctly.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the speaker assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and/or service performed, the customers' alleged malfunction was confirmed or failed to meet specifications. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.